Event description:
Home pt (hp) reports family member disconnected bag from homechoice set during automated peritoneal dialysis treatment. Baxter tech assisted hp in ending treatment and restarting with new supplies. Family member of home pt reports no pt injury or medical intervention required.